Event description:
Spatz3 balloon was implanted with 500ml saline solution on (B)(6) 2022. (Male patient, initial wight 85kg, bmi 31.6). On (B)(6) 2022 the patient was hospitalized due to pain in the left hypochondrium and vomiting for 5 days. Lab results essentially normal. Endoscopic procedure was conducted. The balloon was present in the gastric body: cloudy liquid and presence of large quantities of air was detected. The balloon was removed. A new replacement balloon was implanted without any complications and the patient was discharged at the same day.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.